Manufacturer narrative:
One cadd legacy was returned for evaluation. Physical inspection of the pump found it to be in fair condition, with cracked housing. Upon power up, device alarmed ec 1660. The reported customer complaint was confirmed and the root cause was determined to the processor on the circuit board. As a result, this was replaced.

Event description:
Information was received that a smiths medical cadd legacy had a double beep no cassette error 1660, along with a screen damage. No patient injury.